Event description:
Reported via clinical study. It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 24mm watchman flx pro closure device was implanted. At the one-year follow-up, computed tomography (CT) was performed identifying a grade 2 hypo-attenuated thickening. No corrective actions or diagnostic tests were associated with the finding.